Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a stroke. The patient was hospitalized and the left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient initially had embolic ischemia and after application of heparin the patient developed hemorrhagic stroke. The patient was admitted for hemianopsia on the right side. Cranial computerized tomography (CT) scan on admission showed a posterior partial infarct on the right, already starting to be demarcated, as the cause of the issue. The CT angiogram did not show vessel occlusion. The patient was on oral anticoagulation with an international normalized ratio (inr) of 3.8 on admission. Due to the increased risk of bleeding from the recent stroke, the administration of anticoagulation was ended and another medication was administered. With an inr of 2.56, on (B)(6) 2017 anticoagulation with unfractionated heparin was started with a target partial thromboplastin time (ptt) of 40-50 seconds. On (B)(6) 2017 follow-up imaging took place, showing an additional intracerebral bleed with perifocal edema in the left parietal region. In a short period, the patient also developed mild hemiparesis on the right, paraphasia and right-side neglect. Anticoagulation medication and aspirin were discontinued on (B)(6) 2017, the patient developed fever and chills. Thoracic x-ray and urine status were normal at this stage, so empirical antibiotic treatment with ceftriaxone was initiated. Under this treatment, the patient developed fever and chills again on (B)(6) 2017. The antibiotic was changed to vancomycin. Blood cultures showed (B)(6) bacteria, which are sensitive to vancomycin. The infection levels reduced considerably under antibiotic treatment. The treatment had to be paused for one day due to an elevated vancomycin level on (B)(6) 2017. It could then be continued in an adjusted form for a total of ten (10) days. Thoracic x-ray did not show pneumonia, pulmonary auscultation and there was no evidence of a urinary tract infection so antibiotic treatment was stopped. The source of the infection is unclear. In addition, endocarditis, which was also sufficiently treated with the antibiotic therapy, is conceivable. Since (B)(6) 2017, "flow rate too low" lvad device alarms have occurred frequently. A transesophageal echocardiography (tee) was carried out on (B)(6) 2017 to exclude a dysfunction of the lvad device as the cause of the alarms. This showed no vegetation and no clots. No further patient complications have been reported as a result of this event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.